Event description:
Report received from (B)(6) stating that the device had "damaged internal parts" and the "cutting burr was stuck". The device was not used in surgery. No injuries or medical intervention were reported. No additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).